Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker device requested a pocket revision due to the interaction of the patients shoulder with the pacemaker. The device was surgically repositioned and remains in service to date. No additional adverse patient effects were reported.